Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stopped using the insulin pump after the event. At the time of the report, the customer inserted a new battery into the insulin pump, and an alarm occurred. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.